Event description:
It was reported that (2) tlc75 and (1) tcr75 were used during an unknown procedure. It was reported by the rep that the surgeon reported the instrument did not function and had to be oversewn.